Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm in diameter thoracic aortic aneurysm in zone 2. It was reported the valiant stent graft was implanted per the plan in zone 2, immediately below the lcca. Although, the procedure proceeded as planned, a proximal type I endoleak was observed, and it persisted after touch up by ballooning. The physician elected to implant another valiant stent graft, followed by further touch up by ballooning. The proximal type I endoleak decreased but not resolved completely. The physician judged that all the currently available treatments were provided in the procedure. Per the physician, the cause of proximal type I endoleak was due to the patient anatomy, severe calcification present in the proximal landing zone. The physician considered that there was no product that could have prevented a proximal type I endoleak. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.